Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the devices are identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a "customer has a number of sigma spectrum pumps experiencing air in line alarms". The customer stated that the alarms are more prevalent when running a secondary set with primary line (B)(4). The customer also stated that the alarms occur when the device is delivering at rates faster than 500ml/hr. The alarms occur with multiple types of medication which are not cold or frothy and when the pump door is opened to clear the alarms, no air is visible in the IV set. Any patient injury or medical intervention is unknown.